Event description:
A malfunction was reported on a customer's pump. There was no adverse impact on the customer's blood glucose level. The customer's pump was confirmed to be part of a field correction, and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.